Manufacturer narrative:
(B)(4). Eval: results: evaluation of the returned product found the canopy left side window zipper slider body is open. Left side window two zipper elements broken. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the pt's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. (B)(4).

Event description:
The distributor reported there is zipper damage to the foot end panel and when an attempt is made to close the zipper the teeth do not ocnnect the opening is about 2 to 3 inches in length. There was no pt incident or injury reported.